Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after eating a hotdog with ketchup and announcing a reduced meal, the user¿s glucose rose to 234 mg/dl, received a small correction, then experienced a reported sensor glucose of 40 mg/dl that remained at 40 despite ingestion of oral carbohydrates; the user paused and disconnected the ilet during the drop and later sought assistance for sensor calibration, with the event considered likely due to a calibration error. Symptoms included feeling okay with dry mouth. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included counseling on calibration and continued monitoring. Investigation of this case revealed a suspected inaccurate low sensor reading and user-initiated pump pause, with no confirmed biochemical hypoglycemia due to lack of fingerstick verification. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.